Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with a replacement charging system. In addition, the patient was no longer receiving stimulation. Follow up identified the ipg was tilted or possibly flipped in the pocket. It was reported the physician may have an x-ray to determine the issue.